Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported unknown number of unconfirmed false negative result via social media with the binax now covid-19 antigen self-test performed on an unknown date. Additional testing (platform unknown) was performed at doctor's office and generated a positive result. Confirmation testing information was not provided. The consumer was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The consumer reported unknown number of unconfirmed false negative result via social media with the binax now covid-19 antigen self-test performed on an unknown date. Additional testing (platform unknown) was performed at doctor's office and generated a positive result. Confirmation testing information was not provided. The consumer was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.